Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump stopped working over night. Customer states that she woke up feeling high. The blood glucose readings were as high as 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.